Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc surmised that this phenomenon was attributed to the handling by the user. The instruction manual of the subject device stated the appropriate reprocess procedure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user when the field service engineer visited to the facility that the user had always cleaned the subject device using household detergent. The user had disinfected the subject device with olympus automated endoscope reprocessor oer-4 (not available in the USA). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.